Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 3 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the pump was not working properly, pump went off, loss of communication between transmitter and mobile device, loss of communication between insulin pump and transmitter and experienced hyperglycemia. The customer blood glucose value was 520 mg/dl and hyperglycemia was treated with insulin pump. The event involved product mmt-342, mmt-1884, mmt-7040a, mmt-431ag, mmt-7841zn, unk_fotasoftware. Troubleshooting was not performed. It was unknown whether the auto mode feature was active at the time of incident. It was unknown whether the customer had been using an insulin pump within 48 hours of reported event. No further patient complications were reported. No product return was required for mmt-342, mmt-7040a, mmt-431ag, unk_fotasoftware, mmt-7841zn, mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump passed active current test, sleep current test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Unit passed dat test at 0.0873 inches. Confirmed 27.95 units of normal bolus was delivered on 09/04/2025 between 00:04:20.000 and 22:16:25.000. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 5.0 received the low battery alert (104) on 09/04/2025 07:47:00 after more than 7 days at 7.49 days. Battery cycle 4.0 received the low battery alert (104) on 08/27/2025 10:09:00 after more than 7 days at 9.61 days. Battery cycle 3.0 received the low battery alert (104) on 08/17/2025 15:29:00 after more than 7 days at 10.17 days. No alarms or alerts noted during testing. Test sc1 cap and reservoir locked properly into reservoir compartment during testing. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case and pillowing keypad overlay. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. No power errors noted. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss not confirmed. Pump connected to a test transmitter/sensor and monitored without any connection interruptions, no communication between pump and transmitter not confirmed. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.